Manufacturer narrative:
A field service engineer (fse) called customer on (B)(4) 2011, to troubleshoot but could not reproduce the leak. There were no further leaking complaints from this customer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak under the unicel dxc 600i synchron access clinical system of an unknown substance. The customer was unsure of the source of the leak. No injury was reported and no erroneous results were generated.